Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." This report is number 2 of 3 filed for the same event (reference 1825034-2015-04893-1 / 2016-00003 / 2016-00004).

Event description:
It was reported patient underwent initial left knee arthoplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to metallosis. Additional information received reported that during the revision procedure on (B)(6) 2015, all components were removed and replaced with competitor product.